Manufacturer narrative:
A customer from the united states alleged a false positive result for a single patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Further information has been requested but not provided. An investigation is ongoing. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4)

Event description:
A customer from the united states alleged false positive results for a single patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The alleged sample was initially tested on (B)(6) 2021 on liat sn (B)(4) and yielded a positive result for sars-cov-2, invalid for influenza a & negative for influenza b. On the same day, same sample was retested on liat sn (B)(4) yielding negative results for all targets. 20 minutes later on the same day the sample was repeat tested again on liat sn (B)(4), yielding a negative result for all targets across the board. Two days later, on (B)(6) 2021 the same sample was tested again on the original liat sn (B)(4) this time yielding a negative result for all the targets. No harm alleged. Further information has been requested but not provided. An investigation is ongoing.

Manufacturer narrative:
Though requested, the customer declined to provide additional information. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Manufacturer narrative:
Corrected suspect medical device from the instrument to the reagent. Subsequently, update the mfg site information as well (single use). (B)(4).